Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. It was reported that the insulin pump rejected new batteries and frequently, random no delivery forcing customer to change set and rarely, screen fogs up occasionally. It was reported that the buttons were sticky and harder to push the act and up arrow troubleshoot was not performed. The issue was not resolved. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify button unresponsive and failed battery alarm due to blank display. Device received with stripped battery cap coin slot(p). (B)(4).